Manufacturer narrative:
Upon review, the engineer assessed that the affected part was not a stryker instruments cork cutting accessory and is possibly a reamer. It is unknown based on the images if the affected device is a stryker product. After evaluation, the broken bit was scrapped.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.